Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the suspected component and performed investigation. The reported complaint was duplicated and was isolated to the tca drift railed high a/d counts. This issue was addressed by CAPA ca-2015-0273. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop and is not calibrating. The customer stated there was no patient involvement associated with this event.